Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the charger could not locate the ipg and the programmer was displaying a communication error code. The patient had not charged in a month and had lost stimulation. In addition, the patient underwent surgery on (B)(6) 2016 to replace the ipg. Therapy has successfully resumed post surgery.